Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) battery capacity had depleted. This crt-d was then explanted. No additional adverse patient effects were reported.